Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and a replacement was sent with updated software. The caller was advised on backup therapy using mdi and given instructions on returning the faulty pump. The customer understood and acknowledged all instructions, including those for sensor usage and returning the pump.